Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer was taken to the emergency room after they were in a car accident and also experienced a low blood glucose (bg) level of 34 (mg/dl). The customer was treated with intravenous dextrose by paramedics and was given food in the emergency room. The customer was released approximately 4 hours later with minor bruises and a bg level of 142 (mg/dl).